Event description:
It was reported that a vns patient was going to have her device explanted. Follow-up to the treating physician's office revealed that the patient wants to have the vns system removed because of the poor effects of the vns on her seizure disorder and because of the pain that she attributes to the presence of the system. No additional relevant information has been received to-date. No known surgery has occurred to-date.